Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was 88 mg/dl at the time of the incident. Troubleshooting was performed. Customer reported they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer was able to complete rewind and had to do rewind 3 times but was successful on last attempt. Customer stated that the alarm did not occur shortly after inserting a new battery however it recurred during normal insulin pump use. Customer also stated that the insulin pump has another error alarm which they were able to clear and rewind the insulin pump. Customer also stated that the insulin pump passed the self test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge/battery lasts less than expected anomaly, no a21 and a17 alarm noted during test. (B)(4).